Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient¿s lead has become inactive due to high impedances caused from a break in the lead, as confirmed by x-rays. The patient may be awaiting surgical intervention.

Event description:
Follow up information identified the patient underwent a lead revision on (B)(6) 2017 where the physician replaced the fractured 3219 lead.

Event description:
Follow up information identified effective therapy was restored post-op, and the issue of high impedance was resolved. Follow up information also identified the patient¿s weight.